Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02272. It was reported the pt has experienced heating at her ipg site while charging. She stated she feels the ipg is getting hot and is uncomfortable. The sjm rep advised the pt of charging precautions. No further info is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.